Event description:
Two disposable vascular clip appliers. First one clip malfunction and would not deploy. Second applier acted like a knife cutting the vessel. Vessel had to be cauterized and sutured to control bleeding. This became an urgent situation.